Event description:
An aneurx stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was small iliac artery and severe calcification. It was reported that the stent graft was unable to be advanced to the intended landing zone and due to the small iliac arteries, the stent graft delivery catheter kinked. The delivery catheter was removed from the pt. The physician believes that the kink in the stent graft delivery catheter was due to excessive pushing of the delivery catheter. The physician completed the case by dilating the artery and advancing another aneurx stent graft system successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Small iliac artery and severe calcification. Graft cover kinked. Device discarded.